Manufacturer narrative:
The product was returned for evaluation and found that the motor was the wrong size.

Event description:
The left motor is stalling under load.

Event description:
The left motor is stalling under load.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.